Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. Upon review, it was noted that the measurements went up and then came back down. No noise and shocks delivered were observed. Which was suspected to be caused by spring contact issue. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.